Manufacturer narrative:
This report was received from the FDA, medwatch (B)(4). As no customer info was provided, no further info could be obtained. Without the contact info, actual product, lot, or specific event info, a complete analysis cannot be conducted. As no lot number was provided, the device history record and the lot history cannot be reviewed.

Event description:
Medwatch indicated injury that required intervention to the shoulder.